Event description:
It was reported that this brady lead exhibited undersensing and dislodgement. This lead was explanted and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported.